Event description:
It was reported that upon deployment, the stent foreshortened to 80mm. Then, during removal of the delivery system, the tip of the delivery system got caught on the stent and the system could not be removed. The physician maneuvered the delivery system and was able to release it from the stent. Upon removal, it was identified that the tip was partially breaking away from the delivery system. The procedure was completed with another stent without further delay. There was no patient injury.

Manufacturer narrative:
The stent remains implanted; however, the delivery system has been returned. The evaluation is currently underway.